Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). There was no assignable cause determined for the high drain error 105 found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was received and is currently being evaluated. A follow-up will be sent when the evaluation is complete or if any additional information is received.

Event description:
A high drain error alarm that occurred during night drain five was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 08:05:46. No additional information available.